Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and one photo showed a small, white foreign matter which had been adhering to the IV cannula. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter within the needle tip. This event occurred once. The following information was provided by the initial reporter. The customer stated: after opening the package, there is a foreign object in the middle of the steel needle. No impact on patients and users.